Event description:
A customer observed a condition code for two days in 2008 and suboptimal reagent metering stream on the second day indicating that their vitros eciq analyzer's reagent metering subsystem was not performing optimally. Under these conditions, if the partially occluded probe had not been repaired, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event indicated a partial occlusion of the reagent metering probe which could impact delivery of reagent fluid. The ocd field engineer replaced the probe returning the instrument to expected operation. The cause of this event was a partially occluded reagent metering probe.